Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Downstream occlusion alarms were confirmed through the event history log. The device was reworked to ensure continued accurate function.